Manufacturer narrative:
Findings: pump passed the operating currents test, self-test, displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No external ram crc error alarm noted. Pump was received with unexpected restart alarm after battery change due to faulty ib. No unexpected reset noted. Pump had minor scratched display window.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was unknown. The customer checked history alarm and found there is unexpected restart alarm and external crc ram error alarm. The customer was advised to continue use the pump until replacement arrives.